Event description:
The customer stated that she had received low blood glucose readings of 13, 12, 10 and 21 mg/dl using her contour ts meter. She performed control tests while troubleshooting and received 2 results of "lo". The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.